Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Non-revision of left shoulder components due to wound continuing to drain one week post surgery. This was treated with debridement and irrigation of the wound, and patient was put on antibiotics. Culture and gram stain blood tests came back negative. Surgeon states event is unlikely related to devices. This event report was received through clinical data collection activities.